Manufacturer narrative:
(B)(4). The lead was not returned for testing and the device remains implanted. No other adverse events have been reported. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system had been exhibiting elevated shock impedance measurements that exceeded 125 ohms. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.